Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: model: 5076-58, right ventricular (rv) implantable pacing lead; implant: 2011-(B)(6), model: addrl1, implantable pulse generator (ipg); implant: unknown. (B)(4).

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) implantable pacing leads were removed and replaced due to non-capture, sensing difficulties, and apparent fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.